Event description:
Upper arm straight configuration parallel to old graft which had failed and contained multiple pseudo aneurysms. Used 7mm tip to tunnel with kellywick tunneler. Pulled graft in and attempted to remove plastic sheath but plastic kept tearing . Removed graft to ensure complete removal of plastic. Tried to reinsert after plastic was removed, couldn't reinsert. Had to use a different graft which caused substantial delay to the procedure.

Manufacturer narrative:
Currently awaiting the return of the device for evaluation. A review of the device history records, including the sterilization records, indicated that the graft was processed and inspected according to procedures and no deviations were found. Product complaints were reviewed and there have been no other complaints to date pertaining to the description of event. A follow-up report will be submitted upon completion of the evaluation.